Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed a hematoma at the implant site as well as drainage. The patient was prescribed oral and topical antibiotics (dates and durations not reported). Subsequently on (B)(6) 2015 the patient underwent a procedure to correct the hematoma. Per report dated may 15, 2015 the issues have resolved. The implanted device remains.